Event description:
A clinical trial coordinator of an unsponsored study (a single-center placebo-controlled study of hyalgan injection for osteoarthritis of the ankle joint) reported that a 63-year-old pt, centered into the above study, develped chest pain and dizziness 2 days after a hyalgan injection on this ankle joint. Hyalgan injection was administered for osteoarthritis on unspecifid date. Pt was hosptialized for chest pain. Event onset date was not reported. Myocardial infarction was reported to have been ruled out; investigations or relevant tests were not reported. Investigator's causality assessment and the expectedness of the events according to the study center's approved protocol were unknown to the reporter at the time of report. The sponsor-investigator planned to do an emergency unblinding. Additional info had been requested and will be provided as soon as available. "Pt complaintd of dizziness and chest pain on the day of admission. The chest pain lasted 10-15 minutes and relived at rest. There was associated palpitation and diaphoresis but pain did not radiate. Pt had 2 episodes of the chest pain before presentation. Pt was admitted to ICU, EKG and chest x-ray was performed. Working diagnoses were vertigo and angina pectoris. Pt had 1 episode of vertigo which repeated several times during this stay in the hosp. On 2002 their chest x-ray results were within normal limits, no infiltrates, no cardiomegaly; 3 sets of enzymes on unspecified dates ruled out mt (dates of tests unspecified); CT brain (preliminary) was negative for bleed.